Manufacturer narrative:
The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
It was intended to treat a calcified lesion in the lad with 90 percent stenosis degree. After direct stenting the synsiro could not pass the lesion. As it was attempted to withdraw the synsiro stent system the stent dislodged from the balloon. The dislodged stent was retrieved from the patients body.